Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 2.5x20mm non bsc balloon and then a 3.00x32mm promus element stent delivery system (sds) was advanced to rca but was unable to cross the lesion. The device was removed from the patient and the lesion was predilated again. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). A visual and microscopic examination of the device found stent damage. Strut rows towards the distal end of the stent were misaligned and raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).